Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial channel noted oversensing once the lead was connected to the device. The proximal end of the lead was clean several times and replaced it into the header of the device. No oversensing was seen on the pace sense atrial or when the lead was placed in the ventricular port. A device header issue was suspected. The physician decided not to implant this device and a new device was implanted instead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial channel noted oversensing once the lead was connected to the device. The proximal end of the lead was clean several times and replaced it into the header of the device. No oversensing was seen on the pace sense atrial or when the lead was placed in the ventricular port. A device header issue was suspected. It was further reported that there was a setscrew problem. The physician decided not to implant this device and a new device was implanted instead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.